Manufacturer narrative:
The reported event, was confirmed. A picture was attached at intake. It was visually observed the housing had a weld fracture.

Event description:
It was reported the housing's weld fractured, found during a procedure. The broken housing could cause the non sterile battery to be exposed to the sterile field. There was no patient impact, no adverse consequences, no medial intervention and no clinically significant delay.